Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. Atrial noise and oversensing were also observed, leading to inappropriate atrial tachycardia response (atr), which was believed to be caused by electromagnetic interference (emi). In addition, there were episodes of pacemaker-mediated tachycardia (pmt). Currently, this crt-d system remains in service and no adverse patient effects are reported.